Event description:
It was reported that intermittent and on-going altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 400-490 mg/dl. Reportedly, the customer reverted to an alternate method for insulin therapy.